Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had normal operating currents, no alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
Customer reported via phone call, the insulin pump wasn't working. The device had alarmed button error on (B)(6) and she was able to clear it at the time. Her blood glucose has been running high and it wasn't letting her administer insulin and the device alarmed button error again. Her blood glucose was 285 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.